Event description:
During service, failure code 570 was found in the event history. The hosp rep did not have info regarding whether there have been any reports of any pt injury or medical intervention.

Manufacturer narrative:
Eval summary: the reported condition of fail code 570 was confirmed. Inspection of the device revealed damaged batteries. This issue is currently being investigated.